Event description:
Related manufacturer reference number: 2017865-2023-36616. It was reported that the patient deceased due to ischemic heart disease. There were no known allegations that the patient's implantable cardioverter defibrillator system caused or contributed to the patient's death.

Manufacturer narrative:
The reported event of patient death was not determined. Final analysis of the device revealed it was above elective replacement indicator (eri) when received and the device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were deemed normal. No anomalies were found.